Event description:
It was reported that the cassette was not getting attached properly. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log found multiple ¿high alarm displayed: cassette not attached properly¿ alarms. It was determined that the most probable cause in the dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.